Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the femoral artery utilizing an ipsilateral approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior tibial artery. After a guidewire crossed the lesion, a 1.5mmx20mmx143cm coyote¿ es balloon catheter was advanced for dilation. However, during initial inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with a 1.5x2 non-bsc balloon catheter. No patient complications were reported and the patient's status was good.